Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap total nephrectomy the surgeon took the device and used it for cutting the vessels. He start to shoot and the device stopped half way. He could see that half of the staplers came out but there was no option to continue shooting. The surgeon took a new and same device and it happened again. After all that the surgeon put clips and continue to cut with scissors.

Manufacturer narrative:
(B)(4). Batch # p58k0g. Device evaluation: the analysis results found that the ats45 device (b) was received with the firing trigger damaged and with a reload loaded in the device. The reload was received partially fired 1/2, with cartridge lockout spring normal and with cartridge deck damaged, if as clamping with a hard object. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.